Manufacturer narrative:
Investigation summary : stroke : the cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia : the cause of the injury was unable to be determined due to insufficient clinical details. Device history lot : device lot : 1932198. Device history review : the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The patient after undergoing a coronary artery bypass graft, experienced cardiac arrest after being transferred to the intensive care unit. The patient was cannulated for veno-arteria extracorporeal membrane oxygenation (va ECMO) and the decision was made to place an impella 5.5 to unload the left ventricle. The impella 5.5 was successfully placed, and the patient was sent back to the unit on impella 5.5 and va ECMO support. On day 5 of impella 5.5 and va ECMO support, the patient was brought to the operating room for a chest washout. The following day, the patient was noted to have heparin induced thrombocytopenia. Heparin was discontinued and the patient was started on agatroban. On day 7 of impella 5.5 and va ECMO support, the patient experienced a subdural bleed noted which was noted on computed tomography. All anti-coagulation therapy was discontinued. Neurosurgery was consulted, but the decision was the patient was not a candidate for a craniotomy due to being on va ECMO and impella 5.5 support. On day 15 of impella 5.5 and va ECMO support, the family made the decision to withdraw the patient¿s care. Care was withdrawn and the patient expired.

Manufacturer narrative:
Based on the information available, it is unlikely that the stroke was related to the use of the impella device; however, a device-related contribution cannot be definitively ruled out. Although the patient's presenting condition may be more likely have impacted the event the impella pump cannot be excluded as a possible contributing factor in the patient's demise. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.